Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; however, the device was evaluated on site by a qualified technician. During visual inspection, it was observed that the machine ultrafilter was leaking. The service history review revealed no indication that the parts replaced during service caused or contributed to the reported event. The reported condition was verified. The cause of the reported high ultrafiltration event was determined to be related to the leaking ultrafilter. Replacement of this component would be required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ultrafiltration event occurred on an ak 98 machine during hemodialysis therapy. The fluid removal was set to 4000ml in 4 hours. After 2 hours of treatment the entire fluid volume was removed. Therapy was stopped and the extracorporeal blood was returned to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.